Event description:
Reported problems with charging the implant. The external equipment was replaced but the issue was not resolved. The surgeon decided to replace the implant with another advanced bionics spinal cord stimulator. It has been reported that the system is working acceptable and the patient is no longer experiencing charging issues.